Event description:
Philips was contacted by the customer requesting parts ID for the charge button. The customer further informed philips the device failed the operational check with a charge button failure. There was no patient involvement as this was reported to have occurred during the operational check.